Event description:
Fitting not a problem. The product walls separated from base. Both protector inside and outside wall separated from the base all along edge till only being held on by small piece. The reason for the return is for the following reason and not fitting; the front and interior walls of the first protector separated from the base of the protector with in 5 days. Originally thought maybe the cause for this was due to overheating during the first fitting and biting to hard so on the second protector I did not heat as long or bite as hard. I still had a great fit but after 3 nights the front wall of the second protector separated from the protector base and as of last night with in 8 day the back wall of the protector separated from the protector base. I have worn the protectors until the protector walls are only connected to the protector base with a very fine connection (about 5 hairs) and afraid that if I wear any longer th e walls will separate completely and may cause injury or death if swallowed while sleeping. Thank you in advance for your assistance and reply in a timely fashion.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.